Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil/anvil shroud, damaged guide face, damaged knife, damaged staple pockets, damaged trocar, missing parts, and tissue present/describe, no; damaged other, adjusting knob; and staples present/location, all present in stapler. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, indicator response, safety release, and trocar/anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, it was concluded that the adjusting knob had been turned in the counter clockwise direction beyond the design limits of the instrument. This is evidenced by the instrument being returned with the adjusting knob detached from the instrument. It is possible the knob became detached as a result of opening the instrument beyond the adjusting knob stop when turning the adjusting knob counter clockwise. The adjusting knob was placed back on the instrument. The instrument was cycled several times. There were no anomolies noted with the adjusting knob detaching from the instrument. The instrument was then fired and it fired and formed all staples as designed. Mfg and engineering have been notified of the rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.

Event description:
It was reported the device was used during a low anterior colon resection. It was reported after mobilizing the colon & firing the ax55g successfully, the surgeon, and his nurse, began the anastomosis with the cdh29. With the anvil portion in place, the nurse inserted the instrument portion anally. They connected the two portions. As the nurse began to turn the knob & close the instrument prior to firing, the knob popped out 2 inches and the instrument popped forward, tearing out the staple line and distal portion of the bowel. The surgeon, hand-sewed the anastomosis, adding one (1) hr more or time. The sales rep was present during the case. On 8/14/97 the sales rep was told the pt had a reoperation and how has a colostomy. There was no further info available at that time.